Manufacturer narrative:
Company comment: this (B)(6) male diabetic pt has used an expired product and experienced high blood glucose due to incorrect dose administered. Novo nordisk has recommended that the pt's doctor, diabetes education nurse or pharmacist should have shown the pt how to use a novo nordisk device such as novopen, flexpen and novofine. Any deviations from the instruction manual recommended by novo nordisk may cause potential injury to the pt.

Event description:
The correct quality of insulin is not being injected. [Incorrect dose administered by device]. The product is expired, once the pt has been using it during 6 years [device misuse]. Blood glucose levels was 300 [blood glucose increased]. Case description: this spontaneous case from (B)(6) was reported by a consumer as "the correct quantity of insulin is not being injected.", "blood glucose levels was 300" and "the product is expired, once the pt has been using it during 6 years" and concerns a (B)(6) male pt using novopen 3 from an unk date (stop date unk) due to type 1 diabetes mellitus. Pt's height: (B)(6). The pt informs that he believes that the correct quantity of insulin was not being injected. He used novorapid penfill with the novopen 3. On (B)(6) 2011, he measured the blood glucose level and it was 43. He had dinner, applied 12 units and then his blood glucose level was 300. He applied 6 units more of insulin and slept. When he woke up, his blood glucose level was 95. He used novofine needles of 6 mm, one needle per day. He had no needle at the moment of the report, so that it was not possible to do any verification test. The pt does not have the product's carton anymore and cannot read the batch number written on the pen (it has disappeared over the years), but the product is expired, as the pt reported he has been using it during 6 years. The pt stopped using the novopen 3 and bought a new novopen 3 demi. The overall outcome of events was reported as "recovered".